Event description:
Event description cpi received information that this transvenous defibrillation lead (dsp) was removed from service because of oversensing. An invasive procedure was performed, and the physician elected to explant the lead.